Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure due to metritis on unknown date and suture was used to close the wound. Nine days post op the suture broke.

Manufacturer narrative:
Investigation summary ==> a suture piece was returned for analysis. During the visual inspection of sample, body fluids along suture piece were noted. The ends of the suture were cut appears to be by use of a surgical instrument were noted. In addition, the suture is absorbable, the sample was received opened and the time of exposure of the suture to the environment could not be determined. Functional test was performed on the sample and the tensile strength was above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition of the received sample, the assignable cause suggests an improper handling of the sample.